Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) experienced a fall, after which the patient developed intermittent groin pain and was unable to locate the pump. Medication was prescribed; however, the symptoms did not resolve. No further information was provided.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom and the reported migration are known risks associated with this device type and indicated as such in the instructions for use.